Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included anemia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("heavy menstrual bleeding"), vaginal discharge ("vaginal discharge "), psychological trauma ("psych injury "), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems:"), alopecia ("hair loss "), headache ("headaches "), visual impairment ("vision problems ") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain "). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, back pain, vaginal discharge, psychological trauma, bladder disorder, urinary tract disorder, alopecia, headache, visual impairment and weight increased outcome was unknown and the dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, headache, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2007. Three to 4 coils were outside of the ostia and the device was then placed without any difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: findings: fluoroscopy was provided to physician in the performance of a hysterosalpingogram for which "is service canullated the cervix and hand injected contrast the essure devices are present bilaterally, there is no evidence of patency of the fallopian tubes. No intramural filling defects are seen within the uterus. There is vaginal reflux. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain, menorrhagia and dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received - new event abnormal bleeding (vaginal) was added. Reporter information, medical history and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("heavy menstrual bleeding"), vaginal discharge ("vaginal discharge "), psychological trauma ("psych injury "), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems:"), alopecia ("hair loss "), headache ("headaches ") and visual impairment ("vision problems ") and was found to have weight increased ("weight gain "). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, abdominal pain, back pain, vaginal discharge, psychological trauma, bladder disorder, urinary tract disorder, alopecia, headache, visual impairment and weight increased outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, headache, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation, vaginal discharge, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs provided. Information added: patient¿s date of birth, insertion/removal dates of essure, essure model updated. Event ¿injury to herself¿ was deleted and the following were added: dysmenorrhea, pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, psych injury, uterine perforation, vaginal discharge, hair loss, headaches, vision problems, weight gain essure confirmation test not conducted. Case upgraded to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.